Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the pump "delivered all the drug but finished approximately 12 hours early and the pump displayed alarm for no disposable". No reported adverse effects.